Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for four (4) unknown screws locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, a patient underwent removal of a locking compression plate (lcp) lateral distal fibuala plate, locking compression plate (lcp) hook plate three hole, unknown six (6) cortex screws and unknown four (4) locking screws due to infection and non union with significant bone loss. All devices were removed successfully and an unknown external fixation was implanted. Original procedure was an open reduction internal fixation (orif) ankle surgery on (B)(6) 2018 at the same facility. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This complaint involves four (4) devices. This report is for four (4) unk - screws: locking. This report is 4 of 4 for (B)(4).